Manufacturer narrative:
The hill-rom technician found the emergency stop on the lift was broken. It appeared the lift had fallen over causing damage to the emergency stop, fuse and lift strap of the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the emergency stop, fuse and lift strap to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician that found a multirall overhead lift with the emergency stop broken. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).